Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal of separated guide wire. Device issue: guide wire tip separation. It was reported that the target lesion was in the heavily tortuous and calcified circumflex. The whisper guide wire was delivered and pre-dilatation was performed. Another co's stent was going to be implanted in the lesion, but because of the heavy tortuosity, the stent was implanted in front of the lesion. The stent was not fully deployed, but it could not move. An attempt was made to remove the stent delivery system by pulling and pushing several times, causing the shaft to weaken. The guide wire moved a little, and then separated 15 cm from the tip. The separated tip was in the guiding catheter. The pre-dilatation balloon was pressed against the guiding catheter, and the tip was removed from the pt's body. The stent was post-dilated and the procedure was finished. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info, but the device was not returned for analysis. The case info suggests that the whisper device was damaged during use and the separated related to circumstances experienced during the procedure. Over bending the whisper guide wire core would cause the core to fracture as reported. Historical info suggests that over bending is the most likely cause of tip separation for the whisper device and therefore, without the device for analysis, over bending of the guide wire core appears to be the best conclusion based on the case info and the historical info.